Event description:
It was reported that from the remote monitor transmission there was evidence of high short interval counts (sic) and rising right ventricular (rv) pacing impedance and non-sustained ventricular tachycardia (nsvt) with noise on the electrogram (egm.) The patient was seen in the clinic later the same day where high impedance measurements were observed. The rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.